Event description:
Caller reported that tandem mobi pump shut down unexpectedly and no leds were blinking. There was no adverse impact to the customer's blood glucose level. Customer was informed by technical support that the pump reset one of its microprocessors as part of a safety feature. Instructions were given on manual procedures such as restarting cgm sessions and reloading the cartridge. Customer understood the steps and successfully resumed insulin use.